Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that repositioning was attempted. The iol was eventually replaced with the same model, different power lens. The pt is reported to be "doing well".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/01/2010 and 02/15/2010 by phone, fax, and mail. A completed questionnaire was received on 02/16/2010. (B) (4). (B) (4).